Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing of short intervals and non-sustained ventricular episodes. The right ventricular (rv) lead sensitivity was increased for a few days until the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 lead: (B)(6) 2011. A 419488 lead: (B)(6) 2011. (B)(4).